Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a surgical procedure to treat a non-union. Sometime post-op, the patient had an infected hematoma.